Manufacturer narrative:
(B)(4). Lead, model unknown, lot# unknown, implanted: (B)(6) 2001, explanted: na, programmer. Model, 3031a, serial# (B)(4).

Event description:
It was reported that the patient felt stimulation, was intermittent. The stimulator didn't physically turn off, and it came back on automatically. The patient experienced sporadic control of symptoms over the last year or two. It was noted that cycling was not programmed, and the sensation was random - not related to positional changes. The patient also experienced a "zinging type sensation." Impedance measurements were normal. The patient only had one program, and no changes had been made recently. It was noted that the patient's battery was not indicating low or eos, it was saying ok. Additional information received from the hcp reported that nothing was abnormal, and the patient planned to pay more attention to her symptoms to see if they were worsening. The patient did not require hospitalization.